Event description:
Information received from an independent laboratory indicates that a patient underwent knee arthroplasty on (B)(6), 1986. It was further reported that the tibial bearing was revised approximately twenty two years later for an unknown reason. A review of manufacturing history revealed that the lot number reported was manufactured in 1989. It is unknown whether the incorrect lot number was reported or if errant information was reported regarding the date of the original procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.information received from the independent laboratory was very limited in nature. Follow up attempts to obtain more detailed information have been unsuccessful to date. In the event that additional details pertaining to event information are received. A follow up medwatch will be submitted to the FDA.the following sections could not be completed with the limited information available:date of event - the date of the revision procedure is unknown, but was reported to have taken place approximately twenty two years after initial implantation.date explanted - unknown.